Event description:
Additional information was received which indicated a non-medtronic introducer sheath had been used during the implant procedure. The physician reported that the delivery catheter system (dcs) did not cause or contribute to the abscess. The cause of the abscess was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Should additional reportable information be received pertaining to the reportable event, a supplemental regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 16 days following the implant of this transcatheter bioprosthetic pulmonary valve via the right femoral vein, an abscess of the right groin was identified. Unspecified treatment was provided. The event was reported as resolved the same day as onset. No additional adverse patient effects were reported.